Event description:
It was reported to philips that the wireless foot switch was unable make exposure. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure, and the procedure was completed as planned to use a wired footswitch. The philips field service engineer (fse) inspected the system on-site and confirmed that the wireless foot switch was unable to make an exposure. Upon troubleshooting, the fse found a mechanical problem with the wireless footswitch, identified a malfunctioning shooting switch, and also noticed that the wi-fi (led) indicator was off while the battery indicator was green. To resolve the issue, the fse replaced the wireless footswitch. The defective wireless footswitch was returned to philips for failure analysis. The test protocol indicates that the button, joystick, handle, and switch were not working correctly. After that, the system was returned and is now in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.